Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received on the adc device. The customer experienced symptoms described as "shaky and looking pale" and was provided oral glucose by a friend for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that a sensor error message was received on the adc device. The customer experienced symptoms described as "shaky and looking pale" and was provided oral glucose by a friend for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data using approved software, sensor was found to be in state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. De-cased sensor and no issues were observed on the pcba (printed circuit board assembly). Measured battery and all results were within specification. Performed visual inspection of the returned puck, no issues were observed. Extracted data using approved software, sensor found to be in state 6 indicating brown out reset. The issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received on the adc device. The customer experienced symptoms described as "shaky and looking pale" and was provided oral glucose by a friend for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.